Event description:
Per the surgeon, the pt developed an skin ulceration directly over the receiver/stimulator area two years after implant surgery. The site began draining. Mrsa was cultured and the pt was treated with "antimicrobial coverage". The pt's device was explanted in 2008. Reimplantation surgery is not planned until the wound site has healed. Reportedly, the pt has residual hearing in the contralateral ear.

Manufacturer narrative:
This is a final report filed, november 03, 2008.